Manufacturer narrative:
Corrected data h3. Evaluation summary customer report of retraction of a leaflet leading to regurgitation, was unable to be confirmed through visual observations. Indentations were observed on free margins of leaflets 1 and 3 near commissure 1 and on the leaflets on the inflow aspect. In addition, cloth imprints were observed on leaflet 1 near commissure 1 on the outflow aspect. Stent/frame-like indentations were also observed on the surfaces of leaflets 1 and 3 on the inflow aspect. As received, leaflet 2 was in the opened position and was able to be pushed back into closed position when probed. What appeared to be minimal host tissue overgrowth/native tissue remained on the stent circumference of the valve inflow aspect near commissures 1 and what appeared to be host tissue overgrowth/native tissue and pledgets on commissure 2, leaflet 2 does not come into contact with this area. Sewing ring was cut off in multiple areas around the valve; cut off sewing ring fragments were not returned. Metal band was exposed around the valve in the inflow aspect. Wireform was exposed on commissure 3. Multiple suture threads remained attached to the sewing ring. Valve cannot be functionally tested due to valve condition as received.

Event description:
Edwards received notification that a 3300tfx25mm valve implanted in aortic position was explanted after an implant duration of two (2) months and three (3) days due to retraction of a leaflet for a coaptation gap at cusp level in noncoronary position leading to severe intraprosthetic regurgitation detected on ultrasound. Aortic mean gradient was 20 mmhg. The patient presented with dyspnea and heart failure before the explant procedure. A 27mm bioprosthesis valve was implanted in replacement. The patient had postoperative complications (bowel ischemia) and was in ICU after colectomy.

Manufacturer narrative:
H10. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx25mm valve implanted in aortic position was explanted after an implant duration of two (2) months and three (3) days due to retraction of a leaflet for a coaptation gap at sinus side cusp level in noncoronary position leading to severe intraprosthetic regurgitation detected on tee. Aortic mean gradient was 20 mmhg. Reportedly, valve was implanted using detached stitch suture technique. Valve functionality was tested through intraoperative tee and the inadequate coaptation was not observed during initial implant. The patient presented with dyspnea and heart failure before the explant procedure. A 27mm bioprosthesis valve was implanted in replacement the patient had postoperative complications (bowel ischemia) and was in ICU after colectomy. No updates on patient status were available. The valve was available to be returned. Per product evaluation, minimal host tissue overgrowth and native tissue were found on the inflow aspect.

Manufacturer narrative:
Corrected data h6 (device code): "1506 - product quality problem" was removed. Added information to section b5, h3 and h6 (type of investigation and device code). H3 evaluation summary: customer report of "retraction of a leaflet leading to regurgitation" was unable to be confirmed through visual observations. Indentations were observed on free margins of leaflets 1 and 3 near commissure 1 and on the leaflets on the inflow aspect. In addition, cloth imprints were observed on leaflet 1 near commissure 1 on the outflow aspect. Stent/frame-like indentations were also observed on the surfaces of leaflets 1 and 3 on the inflow aspect. As received, leaflet 2 was in the opened position and was able to be pushed back into closed position when probed. What appeared to be minimal host tissue overgrowth and native tissue remained on the stent circumference of the valve on the inflow aspect near commissures 1 and 2. Sewing ring was cut off in multiple areas around the valve; cut off sewing ring fragments were not returned. Metal band was exposed around the valve in the inflow aspect. Wireform was exposed on commissure 3. Multiple suture threads and pledgets remained attached to the sewing ring. Valve cannot be functionally tested due to valve condition as received. H11 additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to h6 (type of investigation, investigation findings and investigation conclusions). H11. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.